Event description:
Facility reported that the sensor had caused skin breakdown on a very sick high-risk patient. The sensor in question was discarded and unable for evaluation. The customer stated the sensor was being rotated every four hours. There is no additional information is available at this time. This report will be updated if relevant becomes available.